Event description:
It was reported a lead was damaged while passing into the tuohy needle. The physician tried to withdraw the lead from the needle but it was stuck. As a result, the physician had to withdraw the needle with the lead to avoid possibly shearing the lead. A different lead was used. Additional information received reported this was a trial patient and she was getting greater than 50% relief in her trial.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.